Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the calcified, moderately tortuous left superficial femoral artery (sfa). The physician advanced a non-bsc sheath and guide wire to the lesion. The lesion was pre-dilated with a 1.5mm sterling es balloon catheter. The physician then placed a non-bsc stent. A 3.0mm x 20mm x 144cm coyote es balloon catheter was used to post-dilate the lesion, the balloon was inflated to 10atm, the balloon ruptured on the first inflation. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).